Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they went to the emergency room for high blood glucose. Blood glucose readings were 212 ,269, 243, 273 and 300 mg/dl. The customer treated the high blood glucose readings with boluses and also went to the emergency room. The customer also stated that the reservoir appears to be inserted into the pump cockeyed, the right side is flat but the left side is raised up. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.